Event description:
Per report, during a transcatheter aortic valve implant (tavi) procedure by transapical approach, the patient experienced a new left bundle branch block (lbbb) post deployment of a 23mm sapien valve. Prior to valve deployment, there was discussion regarding the patient's ejection fraction (ef) of 78% and thickened lv, and the fact that post implant the patient was likely to become hyperdynamic. The plan was to manage the patient's blood pressure and keep the ventricle full with volume. A standard thoracotomy was performed, followed by balloon aortic valvuloplasty (bav). Post bav there was severe aortic regurgitation. The sapien 23 mm valve was quickly inserted and positioned 50:50 in the native aortic annulus and deployed. Post deployment, tee showed trace posterior paravalvular leak and no central leak. A new lbbb was noted after the device was implanted, apical wires were put in place.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted in the patient. A device history record (DHR) review for this device showed that the valve met specification prior to its distribution. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. According to the literature, lbbb usually indicates underlying cardiac pathology. It is seen in dilated cardiomyopathy, hypertrophic cardiomyopathy, hypertension, aortic valve disease, coronary artery disease, and a variety of other cardiac conditions. Almost any disease process that affects the left ventricular muscle (as noted) can lead to lbbb. Per the instructions for use (IFU) for the sapien valve, conduction abnormalities are a known complication after tavi. According to literature review and the (B)(4), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Although a known complication of the tavi procedure, literature search reveals that new-onset bundle branch block has also been reported in 16% to 32% of patients following surgical avr. In this case, the cause of the lbbb is not known, however, there was no report of device malfunction, and per report, the valve was deployed in an acceptable position. In addition to the procedure itself, the patient's underlying cardiac pathology could have contributed to the event. No further actions are required at this time.